Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges the patient suffers from pain, swelling, bursitis, lack of mobility, damage to surrounding tissue and bone caused by inflammation, metallosis, metal toxicity, exposure to excessive levels of chromium and cobalt, nerve damage, bone erosion, pseudotumors, need for additional surgery to repair, remove and/or replace the hip. Update may 30, 2017: legal medical records received. In addition to what was previously alleged, pfs alleges tissue damage due to metallosis. After review of medical records for the MDR reportability, examination notes stated that patient had some discomfort, soreness after working out, right leg restless syndrome with pain, stiffness and myoclonic jerks. Revision notes reported a bulbous synovium that was green-black and milky. There was also a synovial cyst noted. There was no fretting or corrosion of the femoral component. Laboratory results for metal ions were above 7ppb. Stem has been added. Product codes and lot numbers were provided. Added complainant information. This complaint was updated on jun 7, 2017.

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.